Event description:
Patient removed bipap. Alarm did not transmit to the nurse call system despite being appropriately connected to the wall port. Tech found patient in respiratory arrest. Patient was intubated and upgraded to the intensive care unit. The patient was in a negative pressure room with an anteroom, making it difficult to detect the bedside alarm without the utilization of the nurse call system.